Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced arrhythmia, asystole, and syncope. The implantable pulse generator (ipg) device exhibited a pacing problem with intermittent loss of capture. A revision was scheduled to evaluate for proper connection of the device and lead. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient continued to experience syncope symptoms even after the reconnection procedure. The device and lead were explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary continued: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory demonstrated unstable right ventricular thresholds. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that a revision was done to reconnect the device and lead. Testing through the analyzer showed no signs of malfunction. The device and lead remain in use.